Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the staff noted the ett was leaking with low tidal volume displayed in the ventilator. It was reported that an attempt to increase the pressure of the cuff was made but it deflated spontaneously. It was reported that a decision was made to change the tube to a same size 8.0 via cooks tube exchanger. The information provided indicates the testing of removed tube revealed the cuff was busted. Further information provided indicates that the replaced tube failed in the same manner and testing of that tube following removal revealed the same issue. The customer reported that the patient expired however; new information provided on 2017/03/06 by the medtronic sale representative confirmed that the patient's death is not related to the reported cuff leak(s). Medtronic is attempting to gather additional information related to this report.

Manufacturer narrative:
Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Medtronic received a report that the endotracheal tube was leaking. The customer indicated that the cuff of the tube deflated and the tube was changed. It was reported that later at an unspecified date and time the patient died, but the death was unrelated to this event. Medtronic is attempting to gather additional information related to this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.